Event description:
Patient undergoing laparoscopic ileal pancreatic diversion with duodenal switch for treatment of morbid obesity. During procedure, the covidien idrive ultra powered stapling device would not unlock with driver or with manual screwdriver. Staple load had to be cut out of patient's stomach and the procedure converted to roux-en-y gastric bypass.